Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device failed self-test for defib. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated defib monitor flex cable. The defib monitor flex cable was replaced to remedy the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.